Event description:
Country of complaint: (B)(6). The filter holder fell; left prothesis unsterile.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: we received one old and one new version of jk100. Tested the filter holders regarding detachment. The new version has a thicker sealing lip than the old version. This requires a slightly higher force to clip the filter holder onto the lid. The sealing lip was changed in 2010. The result is a better sealing capacity, even on surfaces that are not absolutely flat. No deviations from the specifications were found. Both filter holders could be fixed properly to the lid. Video received from end user shows the detachment occurring after the individual manipulated the connection, this is not intended use.